Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units battery bar indicator was showing a blank box. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6)), e1(postal code): (B)(6). The distributor field tech cross checked with required power supply but that did not resolved problem . Later ,engineer found problem with front end pcb which need to be replaced & will be arranged soon . The field tech evaluated the unit and could not reproduce the reported issue. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.